Event description:
It was reported the asymptomatic patient presented in clinic. After attempting a firmware update, the patient¿s device went into back-up vvi. A subsequent device download restored the device to normal operations.